Manufacturer narrative:
No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 7g03874 and malfunction skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only) was carried out and as a result, no additional complaint was found; therefore, no trend is observed. As per complaint manufacturing investigation procedure, it is not required to open a nonconformance report (ncr) for complaints which were not confirmed. Lot 7g03874 was manufactured on 02/aug/2017, minilink #3 line, with a total of (B)(4) units. Complaint investigator performed a batch record review on 28/sep/2020, description varicare natura wfr p/c28x45mm(1x10pk)jp to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1192408 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was "off center starter hole." No harm reported, as the product was not used by or on the patient. No photos were provided.